Manufacturer narrative:
Insulin pump was monitored, all operating currents tested within specification range. However corroded battery tube was noted, insulin pump was not received with original battery cap. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is shutting down. Customer also stated that the battery dies unexpectedly. Customer reported scratches to the insulin pump and dust in the battery cap and compartment. Customer also stated that the reservoir compartment has something sharp on it that is breaking the notches off from the p-cap on the reservoir. Customer's current blood glucose reading is 180 mg/dl. No further information reported.